Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient who was implanted with a neuro stimulator (ins). Information was reported that it was noticed about three months ago that he ins would only deplete 10% by the end of the day when typically it would be down to 30%. At the beginning of this month his back pain returned and he also noticed that his ins was off. He turned it back on. He has noticed that this has happened and he has needed to turn it back on more than one occasion. The rep reviewed his recharging, his program. Noticing the green light around the letter of the group he is on to indicate his stim is on. Suggested check his ins through the day to monitor for it turning off and to keep a log of when he as to turn the stim back on. The issue has not been resolved. The rep offered to meet with patient to interrogate the ins. Patient declined at this time. Will keep track of ins for now and report back any new findings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting their ins was only depleting about 10% in a day when it used to go down about 20-30%. Pt said they could probably go about a whole week now without charging the ins. Pt said at the same time they noticed the change in charging frequency, they also noticed that they were starting to have more back pain. Pt said they had spoken with a rep who was supposed to call them back, however, pt never received a call back. Pss sent email to reps for further assistance. Pt mentioned that they had also told their hcp about the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.